Manufacturer narrative:
The lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Address: unknown/ not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor was removing the cartridge from the eye and noticed a black fleck at the end/tip of it. There was patient contact. No complications, vitrectomy, incision enlargement, or sutures. The lens remains implanted. No additional information was provided to abbott medical optics.